Event description:
It was reported diagnostic test performed during a recent programming session found invalid impedance measurements on several of the pt's ((B)(6)) lead contacts; however, stimulation was achieved for the pt via reprogramming. The lead was subsequently replaced and effective stimulation was recaptured following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.